Manufacturer narrative:
The console logs were not relevant and showed no errors. The console was returned to fs for further investigation. During the inspection, it was noted that all three wires were disconnected from their terminals, and the ac cord plug had detached from the cord. Additionally, the outer sheath was improperly cut, in accordance with the vendor wiring instructions. Also, the light clamping marks were visible on the outer sheath, which likely contributed to the wire becoming loose. The reported issue of the power cable separated from plug, bare wire showing and console inoperable was determined to be caused by defective ac power cord set. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
D2a. Common device name was revised as it was entered incorrectly on the initial report that was submitted. H11 added product history review as it was omitted from the previously submitted report. Product history review summary: there were ten involving the same subcomponent lot as the reported issue was discovered during the review the product history of the console.

Event description:
It was reported that the automated impella controller power cable separated from the plug exposing bare wire. A replacement controller was used for patient support.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.